Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the impella 5.5 had a high purge pressure alarm and it evolved into a purge system blocked alarm. Tissue plasminogen activator was started. The waveforms and motor current remained consistent, but the purge system blocked alarm persisted. The impella 5.5 was exchanged and a new 5.5 was successfully placed.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. Data logs were investigated, and it was found that there were numerous purge pressure high and purge system blocked alarms after 10 hours till the end of the case which suggests biomaterial buildup. As per the clinical information and data log review, the root cause of the high purge pressure issue was most likely biomaterial.